Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the control module of the system was unintentionally dropped to the ground during a planned diagnostic procedure for cardiac arrhythmia while the cardiologist was attempting to reposition the operating table (using said control module). The impact caused damage to the pan handle, resulting in a pan handle button remaining stuck in the pressed position. This left the table in a floating state. Both a hot and cold system restart were attempted. Following these actions, the control module became unresponsive, and none of the buttons on the control module were functional. The procedure was interrupted and delayed until the system was restored by replacing the control module, after which the procedure was successfully completed. After replacement of the control module and functional checks, the system was confirmed to be operating within specifications and returned to clinical use. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during a planned diagnostic procedure, the control module was dropped on the floor, resulting in some of the buttons getting stuck. The patient was returned to the ward and the procedure was postponed for about 3 hours. The damaged control module was replaced with a spare, and the procedure was completed. Philips has started an investigation of this complaint.